Event description:
It was reported that one week post op to a sleeve gastrectomy the patient presented with five points of staple line failure. The patient is currently being treated. No other information is available at this time.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: the leaks along the staple line were categorized as malformed staples along with slr bunching. They were identified endoscopically. Saw sterile fluid buildup throughout the staple line. No issues intraoperatively with the product. Uses black or green reload. When treating the patient, they could see when they went in endoscopically an opening and staple reinforcement material could be seen through the open area. Patient presented with symptoms of abdominal pain, fever, and shortness of breath. They managed endoscopically. They placed stent across area inside the sleeve. There were no staple formation issues. No tissue necrosis at the area. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.